Manufacturer narrative:
Follow-up 4/7/2016: customer reported bg levels between 280-485 (mg/dl); however, customer declined to complete any troubleshooting with tandem technical support. Customer delivered correction boluses and indicated pump supplies would be changed. It was highly recommended that the customer contact their health care provider. Follow-up 4/8/2016: customer indicated bg levels decreased to 152 (mg/dl) after an injection was administered. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 28-264 (mg/dl). Orange juice was consumed to treat low bg levels and a correction bolus was delivered to treat elevated bg levels. System check with tandem technical support indicted the pump was performing as expected. Recommendation was made to consult with health care provider to discuss diabetes management.